Event description:
It was reported that during a unk procedure, the device after installation of the harmonic (1. Generator, 2. Handpiece and 3. Scissor connected), he has made the self-test with the footpedal. No function, error code shears. Reconnection of the device and self-test again, same fault. Not noted how case completed. No pt consequence.

Manufacturer narrative:
Eval summary: the analysis results confirmed that device a was returned with the distal tip of the blade broken off but present. The analysis results confirmed device b was returned with the distal tip of the blade broke off and missing.the identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error."